Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were using the stimulator last night and it felt like something stabbed them in the hip bone and it felt like fire in that location. Patient said it hurt for a little while and they tried to cut the stimulation down but they couldn't cut it down because they were in pain. Patient later went to bed and this morning when they woke up they were burning right from the inside of her body like if you get burnt by iron. Patient mentioned they were lying there watching tv and all of a sudden it was like an electric bolt or a stab that went right through their little hip bone. Patient confirmed they did not have any falls or trauma. Pt states they currently have the device turned off and still has the same problem the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.